Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture (loc). The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).